Event description:
It is reported that a customer has been receiving sensor alarms on their insulin pump. The patient's blood glucose was 409 mg/d at the time of the call. The customer treated the high blood glucose with a manual injection. The customer was declined trouble shooting the issue and stated that they did not trust their sensor or their insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.